Event description:
It was reported that during the implant procedure, low sensing and increased impedance were observed. After several unsuccessful attempts were made to reposition the lead, the helix would not fully extend. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.